Event description:
It was reported that the patient was admitted to the hospital due to normal pressure hydrocephalus. On (B)(6) 2020, they underwent ventricular-abdominal shunt surgery under general anesthesia. During the operation, the ventricular-abdominal shunt was used for drainage, and the patient's consciousness improved after the operation. On (B)(6) 2021, it was discovered that the patient's consciousness disorder was deeper than before. On (B)(6) 2021, the ventricular-abdominal shunt was replaced under general anesthesia. During the operation, the valve was found to be yellow and blocked. It was noted that it was considered the increase in cerebrospinal fluid protein or the presence of red blood cells to be the cause of the blockage. After the replacement, the patient's state of consciousness had improved.

Manufacturer narrative:
Event information previously reported in ri # (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the cause of the leakage was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a ventricular-abdominal shunt. It was reported that, during implant, the drainage tube and valve were checked for patency with no damage, and the patient's condition improved after operation. However, the patient's condition worsened on (B)(6) 2020, so the valve pressure was adjusted to .5 on (B)(6), resulting in an improvement of patient conditions. Then, on (B)(6) 2021, the patient's condition again worsened with a feeling of subcutaneous fluctuation at the valve. At that time the drainage tube was considered to be blocked at the end of the ventricle, so the patient was put under general anesthesia on (B)(6) and the shunt of the ventricle and abdominal cavity was reset. During this operation, there was a large amount of csf fluid drainage under the skin, and inspection showed that there was a breach in the valve outlet end membrane and the csf fluid leaked out. The valve was then replaced with a competitor device and the patient is in good condition.